Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was malfunctioning and insulin was not coming out; the customer experienced high blood glucose of 545mg/dl. The customer changed the site a couple of times and the device alarmed no delivery. The cannula was removed and it was straight. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.